Manufacturer narrative:
Correction: the initial MDR submitted on december 29, 2025, was filed inadvertently. There was no infection present at implant site. The patient just developed serious inflammation.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with antibiotics (type, date and duration not reported). The implanted device remains.